Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip had gripper actuation issue and got caught in the chordae, causing the chords to rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but grasping was difficult. There were approximately 30 attempts to grasp and on the last attempt the posterior gripper arm did not go down. Trouble shooting measures were performed such as cycling the lock lever and re-closing the clip, but were unsuccessful. The clip became caught on in the chordae and caused a chordal rupture and a flail on the anterior leaflet. The physician decided to end the procedure. There were no clips implanted, mr remained at 4+. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported difficult gripper actuation issue. The reported positioning failure and difficult to remove from the anatomy could not be replicated in a testing environment as they were related to procedural/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. The investigation determined that the observed gripper line break resulting in the single gripper actuation issue during procedure appears to be related to the multiple grasping attempts. A cause for the inability to grasp the leaflets could not be determined. The difficult to remove the clip from the anatomy appears to be related to procedural circumstances. The unspecified tissue injury appears to be due to the procedural circumstances of the difficulty removing the clip from the anatomy. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.